Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? What was the source and triggering event of bleeding? What was the volume of blood loss? Please describe any medical/surgical intervention required including results. Please confirm: was the suture found broken during the re-operation? If yes, where on the suture was the breakage noted? Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patent underwent a femoral-popliteal bypass surgery on an unknown date and suture was used. After the procedure, the patient was transferred to the intensive care unit. After 2-3 hours in the ward, the patient started bleeding and was taken for a second operation, during which the surgeon discovered a rupture of the anastomosis thread. The surgeon performed a second anastomosis, and the patient received a blood transfusion. The condition has been stabilized. The patient was discharged from the hospital in satisfactory condition in the first half of (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: this delivery was made through a partner and not directly to the clinic, so requesting additional data is not possible. Based on data from associated contact medical device is quarantined in the hospital until instructions are received from the federal service for surveillance and healthcare (roszdravnadzor) - device.